Manufacturer narrative:
Exemption: e2013025.

Manufacturer narrative:
Exemption: e2013025.

Manufacturer narrative:
Exemption: e2013025.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame (B)(6) 2017 through (B)(6) 2017.

Manufacturer narrative:
Nov 2017 quarterly exemption e2013025 the total number of events for product classification code otp is 76. Qty 4- avaulta plus biosynthetic support system qty 16- avaulta plus biosynthetic support system- anterior, sterile qty 12- avaulta plus biosynthetic support system- posterior, sterile qty 1- avaulta solo¿ synthetic support system qty 26- avaulta solo biosynthetic support system- anterior, sterile qty 16- avaulta solo biosynthetic support system- posterior, sterile qty 1- unknown bmd women's health mesh product h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Nov 2017 quarterly asr.